Manufacturer narrative:
Other relevant device(s) are: pn: 960-141r, ln: unk. A manufacturer representative went to the site to test the navigation system. The ups was not working normally. The issue was not fixed at this time. Device manufacturing date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system has no response during navigation sometimes. There was no patient present at the time of the event. Additional information was received on 2019-08-26 stating that the system has intermittent functionality and will completely cut out. When it does this there is no response.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that the issue was resolved by the customer charging the uninterruptible power supply (ups).

Manufacturer narrative:
A medtronic representative went to the site to test the equipment again. It was indicated that the system performed as intended and passed a system checkout. It was indicated that no parts were replaced. If information is provided in the future, a supplemental report will be issued.